Event description:
It was reported during the implant the right ventricular lead's impedance was low, even after multiple attempts to regain atrial lead access with needle coming into contact with lead multiple times. A new ventricular lead was used due to suspected insulation breech. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the outer insulation was breached cut. There was blood/body fluid on the proximal conductor (not obstructed) and the helix/lobe mechanism. The lead appeared to have been damaged at implant.